Event description:
It was reported that a cartridge alarm occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. No additional information was provided and the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.